Event description:
The facility reports when transferring the resident from the chair to the bed, the left clip on the sling came unhooked. The resident fell and suffered a bruise to the head and left shoulder.